Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving baclofen of an unknown concentration and dose via an implantable infusion pump for intractable spasticity. It was reported that the pump pocket was swollen with fluid present. There were no known environmental/external/patient factors that may have led or contributed to the issue. The catheter was revised to be sure the catheter was patent with no leaks. Since the patient had baclofen in her pump, the hcp decided to revise instead of waiting for other methods of treatment. The issue was resolved at the time of this report. The patient was admitted into the hospital with possible pump complications, the surgeon decided to replace the pump segment of catheter in fear of possible leak. The catheter was spliced off the connector and revised with the new pump kit. The explanted catheter would not be returned as the costumer discarded it. The patient's status was "alive - no injury" and no further complications were expected or anticipated.